Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Evaluation results: customer's meter (B) (4) was returned and investigated. The complaint was confirmed. A large black spot was visibly observed covering over 75% of the meter's lcd screen obscuring the blood glucose reading area and no cracks were observed on the display screen. The black spot is grossly obvious to the user and could not have the appearance of a number, so a numerically incorrect result would not be possible either. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This issue is currently tracked and trended. No specific cause for the lcd damage has been identified for this complaint. This is a final report.

Event description:
Customer reported she noticed spots at the top of her precision xtra blood glucose meter and noted that sometimes the screen is completely black. She further reported that on (B) (6) 2010 she experienced tremulousness, weakness and a loss of consciousness. Customer added that when she lost consciousness she hit her head on her dresser. No third-party emergent intervention was required. Customer self-treated with tylenol. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: the meter's date of manufacture is unknown. The date is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
The complaint was not confirmed. The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).